Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered an intra-operable cerebrovascular accident (cva). The patient was assessed post operatively and found to have left sided weakness, which was confirmed via computed topography (CT) scan as there was an middle cerebral artery (mca) clot. It was later clarified to be a right mca. A clot retrieval procedure was performed. On (B)(6) 2025 low flow software was given due to frequent low flow alarms in order to decrease alarm frequency. The low flow alarms resolved after the software update. On (B)(6) 2025, therapy was withdrawn and the patient passed away due to the right mca cva. There were no changes to patient condition or anticoagulation which may have contributed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The cause of the low flow alarms was unknown. It was unknown if the death was considered device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported low flow alarms were confirmed through an onsite abbott representative; however, a specific cause for these alarms could not be conclusively determined. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 ¿introduction¿ of this document lists stroke and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook rev. B, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered an intra-operable cerebrovascular accident (cva). The patient was assessed post operatively and found to have left sided weakness, which was confirmed via computed tomography (CT) scan as there was a middle cerebral artery (mca) clot. It was later clarified to be a right mca. A clot retrieval procedure was performed. On (B)(6) 2025 low flow software was given due to frequent low flow alarms in order to decrease alarm frequency. The low flow alarms resolved after the software update. The cause of the low flow alarms was unknown. On (B)(6) 2025, therapy was withdrawn and the patient passed away due to the right mca. There were no changes to patient condition or anticoagulation which may have contributed. It was unknown if the death was considered device related. The device operated as expected.